Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer received a battery out limit alarm. She stated that the customer has not used his pump for a month. His blood glucose was 206 mg/dl. The caller said that he had removed the battery and that the customer's healthcare provider told her that the customer may need a new insulin pump because of the issues with the battery. During troubleshooting for battery out limit alarm, the caller said the pump alarmed after battery change. The pump is not alarming at the time of the call. She said the pump alarmed failed battery test alarm. She was assisted with clearing the battery out limit alarm. She said that the batteries were out of the pump greater than the duration that the pump allows. The customer's spouse was advised that this was normal pump behavior. After troubleshooting for the failed battery test alarm, the alarm reoccurred. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.